Event description:
Pt admitted with degenerative bulging disk l5-s1. On (B)(6) 2010, had anterior discectomy and fusion of l5-s1 using femoral allograft spacer and aegis anterior plate fixation. While undergoing the above procedure, a depuy aegis plate was attached to the vertebral bodies, and while drilling the superior hole on the pt's left side, the drill bit broke off in the vertebral body. Since the drill bit was non-retrievable, it remained in the pt. Pt tolerated procedure without complication(s). On (B)(6) 2010, pt was discharged home.